Event description:
Angio-seal device was being used to seal an arterial access site. The device deteriorated, multiple pieces of the white sheath had broken off and had to be retrieved. A vascular surgeon was consulted. X-rays following the removal of pieces did not reveal any pieces remaining.